Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/4.50/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 and (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was explanted and later replaced with a longer length lens, problem resolved. Cause is reported as unknown.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/4.50/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022. On (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, problem resolved. Cause is reported as unknown. H6- health effect-impact code: 4627 to 4629 - previous code not applicable, the lens was replaced not explanted. H6-device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the haptics bent/deformed . Dimensional inspection found the lens to be within specifications. Claim # (B)(4).